Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/28/2025, it was reported that the user¿s ilet screen failed, displaying only lines and becoming unreadable. The user experienced blood glucose elevation to 401 mg/dl, which was corrected with insulin injections. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred